Event description:
It was reported that the customer had a hard time removing the needle. Customer stated that it was not as bad as the previous time when it happened last month. Customer tried it one more time before removing it, but it still did not work. Customer stated that the cannula was shaped like a "z" and was kinked. Customer felt like the needle was trying to hold on. Customer had no issues with insertion. Customer stated that the needle hub would not come out easily. The transmitter did not blink when the customer connected the transmitter to the sensor. Customer's blood glucose level was 93 mg/dl. Customer stated that the sensor was kinked. Customer has a new sensor inserted and stated that it was working. Sensor will be replaced. No further assistance needed.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bbs solution test per dop114-830 and sensor failed per inspection. There were no isig readings detected. The lab transmitter was checked for proper use and operation using tool t7706 and transmitter passed per inspection. They were unable to confirm the insertion anomaly due to the customer returning the needle hub separated from the sensor base.